Event description:
A customer contacted haemonetics on (B)(6) 2013 to report an orthopat device with the description of "machine has a cracked cover." No pt/operator injury reported.

Manufacturer narrative:
The device was returned to be evaluated for "machine has a cracked cover." Upon eval on (B)(4) 2013 fluid ingress was found. The electronic components that were damaged and replaced were the power supply and dc wire harness. The device was upgraded to the current fluid remediation. (B)(4).